Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Customer's blood glucose level was 362 mg/dl. A replacement usb cable was sent to the customer to resolve the issue.